Event description:
Distributor reported that a cartridge change error occurred with the pump, as it did not detect the cartridge. There was no reported impact to the customer's blood glucose level. Subsequent testing showed the pump started, charged, and was recognized by the computer without any alerts or alarms, successfully loading a cartridge and delivering a bolus. The customer reverted to an alternate method of insulin therapy.